Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -6.5/2.5/94 (sphere/cylinder/axis) was implanted in the patient's right eye (od) on (B)(6) 2024. The patient experienced excessive vaulting. Intraoperatively the lens was removed and replaced with a same length lens but different axis. The cause of the event was reported as unknown.

Manufacturer narrative:
H6- investigation type 4110: work order search: one additional similar complaint within associated lots was found. No indicattion of a manufacturing issue. Claim# (B)(4).